Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericarditis could not be conclusively determined.

Event description:
Following a completed ablation procedure for paroxysmal atrial fibrillation, the patient was noted to have chest pain and was diagnosed with pericarditis via echocardiogram, ECG, and lab, the following day. Treatment was administered with medications and the pericarditis was resolved without sequelae. The pericarditis was a result of the ablation procedure. There were no performance issues with the abbott device.